Event description:
It was reported that approximately 24 hours after the iab was inserted, blood was observed in the heilum tubing. Because of this, the iab was removed and replaced. There were no reported pt complications.